Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced erosion due to weak urethral tissue from radiation. The device was removed. There were no additional patient complications.